Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing due to an observed p-wave measurement that was below the normal range. It was noted that there had previously been far field r-wave (ffrw) oversensing on the right atrial (ra) lead and that reprogramming had been performed at that time. Reprogramming was performed again and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.